Event description:
It was reported via e-mail that customer experienced excessive battery changes and act button was not responding. Customer declined to speak with 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.